Manufacturer narrative:
(B)(4). Evaluation, method: (film); results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; stent graft thrombus due to limb compression, and small distal aorta). Conclusion: known inherent risk of a procedure (occlusion); device failure/lack of effectiveness related to patient condition (anatomy related; stent graft thrombus due to limb compression, and small distal aorta).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately nine months post index procedure, the patient presented with leg pain on the right side. Ivus images confirmed thrombus formation throughout the limb and compression of the distal limb. The physician performed a thrombectomy. Another manufacturer¿s limb was implanted out of the distal edge of the endurant limb just above the hypogastric artery and another manufacturer¿s matching balloon expandable covered stent was implanted. The physician also implanted an iliac balloon expandable stents which were placed across the aortic bifurcation. The repair was successful. The cause of the thrombosis was due to the limb compression. No clinical sequelae were reported and the patient is fine. Film review analysis: review of powerpoint slide from an angio study showed that the contra/left limb was completely occluded beginning at the flow divider to the distal end of the limb. The ipsilateral limb was patent. The od of the contra limb appeared to have been compressed within the distal aorta. An angio image post-treatment showed that the contra limb was patent, and there was no longer compression of the limb within the distal aorta.